Event description:
It was reported to st. Jude medical that the pt presented with a loss of capture. During the lead revision, twiddler's syndrome was suspected. Due to the visible lead damage, ti was decided to explant the lead.

Manufacturer narrative:
Evaluation summary: analysis found the lead to exhibit normal electrical characteristics. No anomalies were noted on the returned lead aside from physical damage possibly sustained during removal of the lead.